Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Results: (operational problem): evaluation of the returned product found the iol was remained inside the nozzle and the figure of the folded lens appeared normal. Volume of used viscoelastic material appeared to be enough. Conclusion: (unable to confirm complaint): it is still possible that the user felt unusual force when injecting the injector and stopped using the serials for the patient. As is instructed to stop using when user feels unusual force when pushing the rod so the user handled in the right way. It is possible that the user left too long after filling viscoelastic material but we could not determine the root cause. We will keep monitoring the rate of this issue. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 22.0 diopter preloaded injector. Prior to implantation, when handling the rod, the lens became blocked and was stuck inside the injector. There was no patient injury. The surgery was cancelled.